Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the behavior could not be replicated. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned.

Event description:
Medtronic received information regarding a navigation device. It was reported that the device was having issues receiving scans from an imaging device. The site confirmed that the ip addresses matched on both machines. Then the bulkheads of navigation and imaging devices were attempted to be verified and failed. A successful attempt to transfer scans on a demo spine was made verifying the two devices¿ computers. There was a damaged bulkhead reported. This was outside of a surgical procedure. There was no patient involvement.